Manufacturer narrative:
A product sample was received and it is awaiting evaluation.investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4)

Event description:
A nurse reported that the blade was too dull to penetrate the eye during paracentesis. The product was exchanged and the procedure was completed without harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. One opened sample was returned in its original packaging for this complaint. Visual inspection of the knife in the lab was unable to confirm the customer's complaint of a dull blade. The sample was sent to the supplier so that a thorough investigation of the blade could be performed. Though the definitive root cause could not be determined in the lab, the most likely root cause of the customer's complaint of a dull blade is an error that occurred during the supplier's manufacturing process. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4)